Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the starclose device after an unspecified procedure. After the clip was fired, the device could not be removed. The physician attempted several different troubleshooting techniques of pushing the release and vessel locator buttons, retracting the thumb advancer and forceful pulling to release the device, unsuccessfully. The device was opened (disassembled) and through manipulation of the internal components the wings were collapsed. Reportedly, the physician pulled the device with further force to get it removed. It was noted that the wings were not completely closed. Hemostasis was achieved with manual compression. There was no reported patient consequence and no additional information available.